Manufacturer narrative:
The e-mail received for the (B)(4) study indicated that the day of the index procedure, the patient experienced a neurological event diagnosed as a transient ischemic attack (tia). The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The index procedure took place on (B)(6) 2011. The target lesion location was the proximal left internal carotid artery (l5) (ica). The length of the lesion was 30mm. The rate of stenosis was 70%. An angioguard distal protection device was used in the procedure. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion and the procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. After the procedure the patient suffered an adverse event described as aphasia and hemiparesis on the right side. The onset was step-like, and recovery was full. The deficit lasted less than 24 hours, but emergent care was needed. The diagnosis was a transient ischemic attack (tia). The patient was discharged three days post-procedure with the stroke score of 1. Aspirin and clopidogrel was prescribed at discharge. The patient's medical history includes hyperlipidemia, CABG, diabetes mellitus, coronary artery disease and hypertension. High risk criteria included: abnormal stress test a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The adjudication committee for the (B)(4) study agrees that the patient suffered a stroke after the index procedure. On (B)(6) 2011 the patient underwent the index procedure in the left proximal ica with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the intended location. No debris was found in the filter basket upon retrieval of the angioguard rx ecgw device. The site reported a 20% final residual target lesion stenosis. Approximately an hour post procedure the patient developed hypotension. He experienced acute aphasia and right-sided weakness. His symptoms resolved with improvement of his hypotension. He was evaluated within 10 minutes and his neurological exam was at baseline. The same day the patient had a second episode of mental status changes. He was confused with dysarthria/aphasia. A CT scan of the brain without contrast showed no evidence of acute ischemia or hemorrhage. Approximately five hours post procedure; a left carotid angiogram demonstrated a stable appearance of the newly placed stent. There was a filling defect the in projection of the mca bifurcation with possible extension into one of the m2 branches. Tpa was administered (exact amount illegible) over 15 minutes. Control angiogram demonstrated improvement of the flow into the posterior m2 branch small m2 branch with persistent focal filling defect at the origin of the superior m2 branch. An additional 2 mg of tpa was administered. Control angiogram demonstrated improvement of the flow into the posterior m2 branch small m2 branch, but there was no reliable filling of the superior m2 branch. This could have been due to dislodgement of the small clot and slight distal extension of the clot into the superior m2 branch itself. An additional 2 mg of tpa was slowly given into the clot itself. Angiogram revealed no residual clot. The operative reported noted that post-procedure the patient's symptoms resolved his neurological status was back to baseline. The next day the nih stroke scale score was 1 due to mild-to-moderate dysarthria. The neurological progress note reported that the patient had residual deficits from an old stroke. No new deficits were noted. The adjudication committee reviewed this information and agreed that the patient suffered a cerebrovascular accident, related to the precise stent and related to the procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Adjudication documents have not been received and are pending review. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Conclusion: the cc has been updated to reflect receipt of the adjudication minutes which note that the previous diagnosis of a tia has been adjudicated as an ipsilateral cerebrovascular accident and that the event was device and procedure related. The email received for the sapphire study indicated that the day of the index procedure the patient experienced a neurological event diagnosed as a transient ischemic attack (tia). The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The index procedure took place on (B)(6) 2011. The target lesion location was the proximal left internal carotid artery (l5) (ica). The length of the lesion was 30 mm. The rate of stenosis was 70%. An angioguard distal protection device was used in the procedure. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion and the procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. After the procedure the patient suffered an adverse event described as aphasia and hemiparesis on the right side. The onset was step-like, and recovery was full. The deficit lasted less than 24 hours, but emergent care was needed. The diagnosis was a transient ischemic attack (tia). The patient was discharged three days post-procedure with the stroke score of 1. Aspirin and clopidogrel was prescribed at discharge. The patient's medical history includes hyperlipidemia, CABG, diabetes mellitus, coronary artery disease and hypertension. High risk criteria included: abnormal stress test a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The email received for the (B)(4) study indicated that the day of the index procedure the patient experienced a neurological event diagnosed as a transient ischemic attack (tia). The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The index procedure took place on (B)(6) 2011. The target lesion location was the proximal left internal carotid artery (l5) (ica). The length of the lesion was 30mm. The rate of stenosis was 70%. An angioguard distal protection (cat and lot unknown) device was used in the procedure. The lesion was pre-dilated and a precise (pc1040rxc / lot 14154298) stent was successfully deployed in the lesion. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. After the procedure the patient suffered an adverse event described as aphasia and hemiparesis on the right side. The onset was step-like, and recovery was full. The deficit lasted less than 24 hours, but emergent care was needed. The diagnosis was a transient ischemic attack (tia). The patient was discharged three days post-procedure with the stroke score of 1. Aspirin and clopidogrel was prescribed at discharge.